Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was returned to the biomedical engineering department with an unsigned note that stated, "air ran through pump without being detected." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.